Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 6/13/2017 with the following findings: a review of the pump black box history showed a time and date to default settings after a pump reboot on (B)(6) 2017. The pump was powered back on and deliveries resumed at (B)(6) 2017 at 23:14. The last basal delivery was on (B)(6) 2017. The total daily doses (tdd) history showed out of order dates from (B)(6) 2017, (B)(6) 2007 and from (B)(6) 2007. The black box for this time was not available. The pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. During testing, it was confirmed that when the battery was reinserted after 6 hours without power, the time /date reset to the pump¿s default settings. The total daily doses (tdd¿s) added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Unrelated to the original complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. - the time/date issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 48 mg/dl with confusion, lethargy and a feeling of being ¿in a haze¿ associated with an alleged time/date reset issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time and date reset to default when the battery was removed from the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged time/date reset issue, with use error as a contributing factor.